Event description:
It was reported that during a lap colon procedure, the first clip was applied and the second one dropped in the abdominal cavity. The same sequence for the other clips. Another device was used to complete the procedure. It was not listed if the clips which were dropped into the abdominal cavity were removed. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.